Event description:
It was reported that the customer's insulin pump was not turning on during several attempts to change the battery. Her blood glucose was 110 mg/dl. The insulin pump was not exposed to moisture and no damage or corrosion was noted in the battery compartment or battery cap. The customer inserted a new battery and the display did not return. The customer was advised to remove the battery for 10 minutes and upon reinsertion, she received a failed battery test alert. The customer was advised to clean the battery cap contacts and the display returned. A self-test was performed and passed. The customer cleared the alarm and reinserted the battery. She received another failed battery test alert and was advised to monitor the insulin pump while awaiting a replacement battery cap. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.